Manufacturer narrative:
Date sent to the FDA: 2/2/2022. Additional b5 narrative: it was reported that the patient experienced adhesions following surgery. Date sent to the FDA: 2/2/2022 corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 10/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2010 during which the surgeon noted a portion of the previously placed mesh was partially dissected, but could not be fully removed because it was found to be frozen with the serosa of the small bowel in some areas. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.